Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Additionally, it was reported that the pump touchscreen was cracked and an unexpected reset occurred. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined to provided further information and further troubleshooting with tandem technical support.